Manufacturer narrative:
The urea/bun (ureal) reagent lot number is 823651, with an expiration date of 31-may-2025. The digoxin reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined a broken diaphragm on the air pump had caused the event. He replaced the diaphragm and adjusted the air flow rate. The customer verified the module's performance by calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable urea/bun (ureal), digoxin, and other assay results from multiple patient samples tested on the cobas 8000 c702 module. The reporter provided the following examples of discrepant results: patient sample 1 the initial urea/bun result was 4.4 mmol/l. The repeat result was 7.15 mmol/l. Patient sample 2 the initial digoxin result from the module was 0.58 ng/ml. The first repeat result from the module was 0.28 ng/ml. The second repeat result from the module was 0.17 ng/ml. The third repeat result from another module was 0.47 ng/ml.

Manufacturer narrative:
The digoxin reagent lot number is 772303. The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue. Medwatch field h11 additional narrative - reagent lot number was updated.